Event description:
A customer contacted baxter's technical service center and the home patient (hp) changed out the cassette only during a check final line alarm on the home choice (hc). The home patient (hp) stated she still having the same alarm. The technical service representative (tsr) advised the hp to always change the solution bags if changing out the cassette. The hp would cycle the power and restart the setup with all new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding changing out the cassette only. The hp stated she changed out the cassette and still had the same alarm. The hp stated she completed therapy with manual supplies and resumed therapy the following day on the cycler. The hp contacted the peritoneal dialysis nurse (pdn) about the alarm and the missed therapy. Ps advised the hp that all supplies should be changed out if she was not able to correct the alarm and the risk of contamination to the setup. The hp understood. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a use error-reuse of single-use product is confirmed, since the patient reported to using a new cassette with the same solution bags from a previous therapy. The problem is confirmed, but the assignable cause is undetermined, since it is unaware why the patient decided to reuse the solution bags. The labeling adequately addresses the use error as stated by the patient.